Event description:
It was reported that continuous glucose monitor showed error message during use of g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, and was guided through performing pump reset by technical support.